Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the patient indicated they experienced a syncopal episode. When the device was interrogated, there were episodes of noise of the right ventricular (rv) lead and left ventricular (lv) lead. The noise could only be reproduced when the patient filled the chest with air. Attempts were made to decrease the sensitivity, however, the noise persisted when the patient filled the chest with air. The x-ray revealed the leads were still in the same position as implant. The noise could only be observed when the patient filled the chest with air. There were no new episodes of noise at the follow-up. No changes were made to the system, the patient will be monitored appropriately. No additional adverse patient effects were reported.